Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the rn removed a fractured bard power PICC. This is the 2nd one the rn is aware of. She states she doesn't think there is a problem with the line but thought that it had kinked for a long period due to secureacath in situ. It was reported that the patient did extravasate chemotherapy but no long lasting damage "hopefully". This is an oncology op case and the catheter was not inserted by the complainant. This file is for the second of two events.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed and was determined to be associated with use of the device. A 4 fr s/l powerpicc solo was returned for investigation. The device exhibited evidence of use. The printing was partially worn from the extension leg. Residue from what appeared to be tape or a dressing was observed on the extension leg. The catheter extended 9mm beyond the 42cm depth mark, where the catheter had been trimmed. A semi-circumferential split was observed in the catheter 2mm distal to the 9cm depth mark. A semi-circumferential crease was observed in the catheter at the 5cm depth mark. The printed 6, 8, and 9 cm depth marks were partially worn from the catheter. A microscopic examination of the split revealed a rough and granular edge and adjoining surfaces. A symmetrical pattern of wear was observed on the external surface of the catheter across the semi-circumferential split. A tactual investigation revealed that the tubing had the tendency to kink across the semi-circumferential split and crease. The split and crease found in the 4 fr tubing indicate that the catheter was placed in a location that was vulnerable to kinking. The repeated kinking of the catheter most likely caused the tubing to crease, which lead to splitting of the tubing material. The product IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the rn removed a fractured bard powerpicc. This is the 2nd one the rn is aware of. She states she doesn't think there is a problem with the line but thought that it had kinked for a long period due to secureacath in situ. It was reported that the patient did extravasate chemotherapy but no long lasting damage "hopefully". This is an oncology op case and the catheter was not inserted by the complainant. This file is for the second of two events.